Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found foreign material in the inner tube, k-connector u measured value differs from set value due to a foreign object blockage. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the high flow insufflation unit airflow between the set value and the measured value is different. The issue was found during procedure for an unknown diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to the tube of the device being clogged with the foreign object. However, a further presumption of cause could not be determined from the information obtained for this investigation. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.